Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of a 5.6 cm abdominal aortic aneurysm. Vessel morphology was reported to have disease progression and aortic neck dilatation. It was reported that the pt presented for a 36 month follow-up, and the CT demonstrated that the stent graft had migrated approximately 1 cm. There is no endoleak reported. It was reported that the stent graft migration was due to the aortic neck dilatation due to disease progression. The physician elected to treat the pt with another MFR's aortic cuffs. No additional clinical sequelae have been reported and the pt is fine.

Manufacturer narrative:
Evaluation results: (migration), (disease progression with aortic neck dilatation). Conclusion: (disease progression with aortic neck dilatation). Other, secondary intervention required.